Event description:
It was reported that during a resection anterior baja con extension procedure, the device cut but the staples don't close. Not noted how case completed. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.